Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: at analysis it was noted that the programmer booted to a "serious programmer problem" message screen and displayed an error code. It was additionally noted that the stylus was missing, the lower case was worn out and the hard drive was at 99% health. All were replaced to resolve and the software reloaded, the stylus calibrated and the hard drive reimaged. (B)(4).

Event description:
The programmer was returned with no information and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.